Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being at her doctor's office due to high blood glucose of 543mg/dl. The customer mentioned that the events leading to her admission were weight loss and stressful month. The caller stated that the doctor recommended her to raise her basals. The customer also stated that the buttons were unresponsive, but the minutes were changing. Initially, the customer reported that she took her readings several times and it would not register. The caller mentioned that the alarm history showed multiple low reservoir alarms. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. All buttons functioning properly. However, moisture damage on keypad traces during visual inspection. Cracked case on lcd display window corners and cracked reservoir tube noted during visual inspection.